Event description:
Per study adverse event form, this patient had an infection. This system was not removed: lumos dr-t, MDR 1028232-2008-01337. Linox sd 65/16, MDR 1028232-2008-01338. Setrox s 45, MDR 1028232-2008-01339.